Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) epicardial lead triggered an alert for low impedance. Lifetime lead impedance measurements reveal chronic low, consistent readings. The patient's rv epicardial lead remains in use, and no patient complications have been reported as a result of this event.